Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was used during a procedure for the treatment of a malignant stenosis located 3cm under the mouth at the esophageal sphincter, performed on (B) (6) 2010. According to the complainant, the stent was placed with success, but the patient experienced a "burning sensation" immediately after stent placement. The stent was reported to have migrated within 24 hours after stent placement. Patient feeding was not possible because the proximal cylinder of the stent migrated to the level of the stenosis and was positioned across it. The physician successfully extracted the stent with rat tooth forceps, and it was noted that the mucosa had been traumatized by the distal cylinder of the stent. No intervention was required to treat this, and the patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
(B) (4) (medical intervention required). The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.